Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02926. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result the patient's leads were explanted and replaced, and therapy was restored post-op.